Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The dilator distal tip had been split. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and a build-up of skived material was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the skiving remains unknown. The cause of the split dilator tip is consistent with damage during use.

Event description:
This event is being reported based on analysis which revealed skiving of the dilator.